Event description:
It was reported that this system with a cardiac resynchronization therapy pacemaker (crt-p) and a right ventricular (rv) lead had been showing noisy signals over sensing with intermittent low impedance at out-of-range values. An automatic safety switch was triggered due to the low impedances. During the rv lead revision, the patient was found to be pacing dependent and once the new lead was attached to the old crt-p pacing inhibition was observed, for more than two seconds, with lack of capture without a cause established. When the new rv lead was tested with the pacing system analyzer, thresholds and impedances were appropriate, therefore a new crt-p was used without issue and the old one was explanted as well. The old rv was surgically abandoned, and the explanted crt-p has been returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Dimensional analysis of the header was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions. Pacing, and sensing functions were tested. Impedance testing was completed, and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this system with a cardiac resynchronization therapy pacemaker (crt-p) and a right ventricular (rv) lead had been showing noisy signals over sensing with intermittent low impedance at out-of-range values. An automatic safety switch was triggered due to the low impedances. During the rv lead revision, the patient was found to be pacing dependent and once the new lead was attached to the old crt-p pacing inhibition was observed, for more than two seconds, with lack of capture without a cause established. When the new rv lead was tested with the pacing system analyzer, thresholds and impedances were appropriate, therefore a new crt-p was used without issue and the old one was explanted as well. The old rv was surgically abandoned, and the explanted crt-p has been returned for analysis. No additional adverse patient effects were reported.